Event description:
A (B)(6) male pt's spouse contacted zoll customer support to report that he was receiving excessive adjust belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon receipt, the trunk cable was pulled from the distribution node and the belt could not detect a signal. The cause for the adjust belt messages and the inability to detect was the damaged cable. The root cause for the damaged cable cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.